Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a trans-abdominal pre-peritoneal laparoscopic inguinal hernia repair, the device did not fire. Releasing the clamps was not possible and the clamps were stuck therefore reloading was not possible. The operation was continued with a new device. There was no patient injury.